Manufacturer narrative:
The treating provider does not believe that the reaction that the patient experienced is related to ultherapy, rather the numbing anesthetic cream used during both the mesotherapy and the ultherapy treatments. Should additional information become available, a supplemental medwatch will be filed.

Event description:
A merz affiliate in the (B)(4) was notified on (B)(6) 2017 about a female patient who had an allergic reaction following an ultherapy treatment conducted on (B)(6) 2017. Per the treating provider, the patient experienced a swollen mouth after the ulthera treatment and had to go to the hospital as a result of the reaction. The provider states that the patient had the same type of reaction with a mesotherapy treatment performed on (B)(6) 2017.

Manufacturer narrative:
There was no allegation that the device did not perform as intended during the treatment. The investigation found that there are not enough details to confirm whether a merz/uithera device malfunctioned. The device was not requested back for return, as no device serial numbers have been confirmed by the treating practice. Multiple attempts to the UK affiliate for additional information were made on 5-oct-2017, 10-oct-2017, 12-oct-2017, 17-oct-2017, 16-feb-2018, and 28-feb-2018. In a letter addressed to the patient, the treating practice reported that they believe the local anaesthetic (lidocaine/tertracaine) caused the reaction and they have not been able to identify any problems or mistakes with the actual procedure used by the treating practitioner. Based on the investigation and the letter provided by the treating practice, it is unlikely that a merz/ulthera device caused or contributed to the event. Instructions for use document: (B)(4) rev. L does not recommend that a numbing agent be used prior to ultherapy. No additional investigation or corrective actions are warranted for this complaint. Furthermore, this complaint is not subject to any current field corrective action (fca).